Manufacturer narrative:
(B)(4). (B)(6). The device evaluation is pending as it is not yet arrived to the manufacturer's site. Therefore no product evaluation has been performed. Device history record (DHR) was reviewed and no discrepancies were found. The first investigation results concluded that there is no non-conformity. If any further information is found which would change or alter any conclusions or information, a supplemental will be performed. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that a malfunctioning of the mixing system of the optipac 60 refobacin plus bone cement occurred during surgery. The liquid bags partially poured into the cement drum. This complaint is linked to the case 3006946279-2018-00096 ((B)(4)). The event reported in this case happened during the same surgery.

Manufacturer narrative:
(B)(4). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Complaint sample was evaluated and the reported event was confirmed. Investigation results concluded that the most probable root cause of the event is that the monomer pouch was disassembled by the user when the device safety clamp was removed by the user. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.